Manufacturer narrative:
Additional narrative: device was used for treatment, not diagnosis. Patient weight is not available for reporting. Event date: unknown. Additional device product code is hwc. (B)(4). (B)(6). The 510(k): device is not distributed in the united states, but is similar to device marketed in the USA. The subject device has been received and is currently in the evaluation process. A device history record (DHR) review was performed for the reported subject device lot. Manufacturing location: synthes (B)(4). Date of manufacture: may 30, 2016. Expiration date: may 1, 2026. The review showed that there were no issues during the manufacture of the product lot that would contribute to this complaint condition. No non-conformance reports (ncrs) were generated during the production of the subject device. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reported an event in (B)(6) as follows: it was reported that revision surgery with hardware removal was performed on (B)(6) 2017 due to nonunion and postoperative breakage of the proximal femoral nail antirotation (pfna). The patient suffered a fall on the stairs resulting in a type a2 pertrochanteric right femoral fracture on an unknown date. There is the indication for operative treatment with intramedullary force conduction. The patient was initially implanted on (B)(6) 2016 with the pfna system to treat the fracture. It was further reported in course, there was a postoperative shift and breakage of the pfna nail. It was stated that the nail broke on an unknown date due to the bone fracture not healing completely. Revision surgery was performed on (B)(6) 2017 to remove the broken pfna nail and revise the patient with a new synthes pfna construct (nail and blade) with cement augmentation. It was reported that a fall of the patient lead to a femoral fracture. The patient was operated on (B)(6) 2016 and a proximal femoral nail antirotate (pfna) was implanted. On (B)(6) 2017 was a revision surgery performed to remove the post-operative broken nail. Patient outcome is normal. As of the date of this report the patient is still at hospital but the condition is good. Please see also related complaint, (B)(4), which addresses and reports an event that occurred during the revision surgery. Concomitant reported parts: 1x pfna blade (par 04.027.037s, lot 9902440). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing evaluation was completed. Reported device was returned to the manufacturer. Upon visual inspection, it was noted that the product was returned in a packaging different from the original packaging. The laser marking was readable. Traces of repeated use were visible on distal and proximal shaft. The nail was received broken on the position of the citrus hole. Thus, confirming the complaint condition. All dimensions relevant for the function of the product were measured, and met the specifications. The (B)(4) material certificates were checked and it was found that all used (B)(4) material fulfilled the specifications. No manufacturing related issue was identified and/or confirmed. The definitive root cause could not be determined. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient fell on stairs and suffered from a type a2 pertrochanteric femur fracture on the right. There is the indication for operative treatment with intramedullary force conduction. In the course, there was post-operative shift and breakage of the inserted pfna, resulting in an indication for re-operation.